Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) patient cable was damaged. A warranty replacement was requested.

Manufacturer narrative:
The investigation noted an incidental finding of tears on several inner wires insulation, exposing the underlying conductors. Manufacturer's investigation conclusion: the reported event of the damaged mpu cable was confirmed when technical service evaluated the unit. Upon visual inspection of the returned mpu, damage to the patient cable outer jacket was observed. The damaged outer jacket had two segments of approximately 3 inches in length and had indentations (ridge) from a compressive force (pinch). The damaged areas were located about 7-8 feet from the mpu power lead connector block (approximately 13 feet from the mpu). There were no exposed wires or sheathing. The mpu was powered on, connected to a test loop, and run. The mpu caused the controller to alarm due to the observed damage to its patient cable. The mpu patient cable was removed from the unit for further ppe group evaluation. The mpu patient cable was operationally checked on a reference mpu unit. The test mpu was then connected to a test controller and operated in a mock circulatory loop. The cable was manipulated around the damaged areas, which caused the controller to alarm. Further analysis was performed by removing the outer jacket insulation of the damaged areas to inspect the underlying shielding and wires. The underlying shielding was partly damaged. Visual inspection of the underlying wires revealed tears on several inner wires insulation, exposing the underlying conductors. There was potential contact between the exposing the underlying conductors and the patient cable shielding; the physical connection between these wires and the cable shielding would result in the observed alarm. Per tech services, the mpu will not be repaired, as a warranty replacement mpu has already been provided to the customer. The returned mpu will be scrapped. The device history records were reviewed and the records revealed that the mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 14jun2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. These sections also state that all mpu alarms are accompanied by an illuminated symbol and to contact the hospital contacts if there is an alarm on the mpu with no visual indication. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, describes how to properly care for and clean all the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.